Manufacturer narrative:
(B)(4)

Event description:
It was reported that a merlin.net transmission revealed that the atrial lead exhibited noise. No intervention was performed. The patient was asymptomatic and would be monitored.